Event description:
According to the reporter, when the chargepak was replaced, the device displayed the chargepak, attention, and service wrench icons in device readiness display and device will not power on.

Manufacturer narrative:
Physio-control is continuing to investigate the reported event.